Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device does not recognize when the ECG cable is connected and prompts the user to "connect electrodes and cable." As a result, defibrillation therapy may be unavailable, if it was needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
The initial medwatch report indicates: PMA/510k number: blank. The initial medwatch report should indicate: PMA/510k number: k122600.

Event description:
The customer contacted physio-control to report that their device does not recognize when the ECG cable is connected and prompts the user to "connect electrodes and cable." As a result, defibrillation therapy may be unavailable, if it was needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device and confirmed that it was not configured for ECG monitoring. There was no evidence of a device malfunction. The customer received a replacement device.

Event description:
The customer contacted physio-control to report that their device does not recognize when the ECG cable is connected and prompts the user to "connect electrodes and cable." As a result, defibrillation therapy may be unavailable, if it was needed. There was no report of patient use associated with the reported event.